Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Reference regulatory report 3004209178-2017-04462 for ins (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient. It was reported that the patient stated their implants are not working, and they want to have them removed. The manufacturing representative had no additional information, as they were just meeting the patient for an interstim trial. It was noted that the patient does not currently have a managing pain physician. No patient symptoms were reported. The patient was implanted for rsd/causalgia-complex regional pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.